Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope exhibited a white foreign material inside of the light guide lens, the air/water-tube, and the air/water-cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and update to field d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the first two events, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. Olympus presumed that it is likely that the foreign material was possibly not removed since the reprocessing was not conducted properly, due to loss of water tightness at the forceps elevator. For the foreign material inside the light guide lens event, olympus presumed that humidity invaded the light guide lens, which led to corrosion occurring after physical stress was applied to the distal end, such as from hitting and dropping, and/or the light guide lens glue peeled off, due to chemical stress such as chemical solutions used for the device. The type of the material or a definitive root cause could not be identified. The first two events can be detected/prevented by following the instructions for use which state: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The third event can be detected by following the instructions for use which state: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.